Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during the procedure, the site found that the system was not closing properly. The site observed that the sensor lights appeared misaligned. This also caused the system to produce a loud noise when opening and closing. This did not affect the procedure. No further information available. Patient present at time of event. Additional information received that while troubleshooting the system, the chux pad became stuck, and the system produced noise during docking. The field service engineer identified that the noise was caused by the bellows cover. Upon inspection, the bellows cover appeared to be properly installed within the channels of the side covers. A poly-cotton blend material was found inside the gantry, wrapped around or adhering to the groove roller. After testing mobility, the field service engineer recommended replacing all groove rollers, as they were sluggish and contributing to additional noise and resistance during rotor motion. The gantry and rotor components were vacuumed to remove any foreign material.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) visited the site to test the imaging system, including the blue source and detector led lights on the side of the gantry. It was confirmed that the led lights on both sides of the gantry were not fully illuminated; therefore, the lights were replaced. The manufacturing representative was unable to reproduce the issue described during the opening and closing of the gantry door, as the door operated smoothly without any noise or abnormalities. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000217; product ID: bi71000216; product ID: bi71000217; product ID: bi71000216. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.